Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b, h6.

Event description:
Patient reported ¿experiencing headaches and breast pain, on an unknown side¿. Healthcare professional later reported "capsular contracture baker grade IV¿, "hypertrophic scar", ¿poor aesthetic outcome¿ and "lateral displacement". The events of "headaches and hypertrophic scar" are not related to the device. This record is for the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported headaches.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Headache: unable to observe as it is not related to the manufacturing process. Malposition: unable to observe as it is not related to the manufacturing process. Other-medical: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Patient reported ¿experiencing headaches and breast pain, on an unknown side¿. Healthcare professional later reported "capsular contracture baker grade IV¿, "hypertrophic scar", ¿poor aesthetic outcome¿ and "lateral displacement". The events of "headaches and hypertrophic scar" are not related to the device. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported ¿experiencing headaches and breast pain, on an unknown side¿. Healthcare professional later reported "capsular contracture baker grade IV¿. This record is for the left side. Device remains implanted.